Manufacturer narrative:
It was reported that the event occurred on an unknown day in june - july 2022. Initial reporter postal code (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors had leakage through the injection site. This issue was discovered during preparation. The devices were filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 12, 2022 - april 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.